Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported cable break was confirmed. The reported failure to advance could not be tested as it was related to patient anatomy/operational context of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported failure to advance and cable break resulting in the inability to curve guide appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the suspected cable break. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation. The patient has spina bifida and, as a result, her anatomy is deformed. She has a tilted and shifted heart and the inferior vena cava (ivc), which usually runs vertically, is deformed. The patient was reported to be very small, both in weight and height. The steerable guide catheter (sgc) was advanced, but due to the patients anatomy, it could not be properly positioned over the mitral valve. The sgc was curved as far as it could go (minus knob turned as far as it could go) but the sgc could not be positioned correctly. A cable break was suspected because the device tip would not respond. No difficulty was noted during removal of the sgc and there was no adverse patient sequela. No clips were implanted and the mr remained unchanged. It has not been determined if a second mitraclip procedure, using a different approach, or other treatment will be performed/provided. No additional information was provided.